Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported to the manufacturer through the device tracking form from the hospital, that the patient expired on (B)(6) 2014. The cause of expiration was noted as "exsanguination". Just afer the (B)(6) 2014 lvad implant, it was reported that the patient also required an acute blood pump for right heart support and extracorporeal membrane oxygenation (ECMO). No additional information was provided on the device tracking form regarding the events leading to the reported exsanguination or source of bleeding. The manufacturer has mad multiple attempts to obtain more information but none has been provided.

Manufacturer narrative:
The events related to the (B)(6) 2014 lvad implant were submitted under MFR report number 2916596-2014-01856. The manufacturer has not been provided information as to whether or not any of the manufacturer's devices contributed to the reported exsanguination; therefore, product information is not available at this time. No further information is available at this time. The manufacturer is attempting to obtain more details regarding the events that occurred prior to the patient's death. A supplemental report will be submitted when the manufacturer's investigation is completed.